Event description:
Hill-rom received a report from a hill-rom technician stating the brake casters are not holding. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the locking mechanism on all four casters worn out. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.